Event description:
Boston scientific crm received infomation from an implant form that this device reverted to storage mode following the use of electrocautery.

Manufacturer narrative:
The device was not implanted and will be returned to boston scientific's post market quality assurance laboratory for testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.